Event description:
A report was received that the patient underwent a pocket revision procedure due to difficulty charging. The pocket was too large, which was allowing the ipg to flip. The physician implanted a mesh sleeve to allow the ipg to scar into place in the existing pocket. The patient was reportedly doing well following the procedure.